Event description:
On (B) (6) 2009, the pt reported that about 45 minutes ago she was in an accident and fell off a boat, which damaged the display screen of her insulin infusion device. She said the lcd screen is cracked inside and her device is not working. She switched to her backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.